Event description:
A physician reported an airway tube break to a co at an anesthesiologist's meeting. The physician stated that the break occurred close to the cuff and that the lma was being used on pt. The physician was able to remove the cuff without reported complications. An MDR is being filed with the MFR even though there was no report of pt injury, as theoretically a broken airway tube could cause injury to a pt. The medical rep was not able to obtain the physician's name, the name of the hosp, or any other info before the physician left; therefore, co will not be able to obtain the lma in question for eval. It is also unlikely that add'l info will be received; therefore, this file will be considered closed. This reporrts contains info from third party sources, the accuracy of which has not been confirmed by the rptr. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR, distributor, device or reporting party caused or contributed to the reportable event.